Manufacturer narrative:
Follow-up #1 date of submission 01/14/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/04/2016 with the following findings: a review of the black box data showed that the last basal delivery and last bolus were performed on 12/02/2015. The pump was manually suspended on 11/28/2015 at 20:07 and then resumed at 20:58. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump powered on normally during testing and successfully passed a delivery accuracy test. The pump was exercised for 24 hours with no issues. The complaint was not duplicated during testing. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an unspecified inaccurate delivery issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.